Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced discomfort due to scs ipg becoming very superficial to the skin. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the scs ipg was relocated deeper in the pocket site. Reportedly, patient is doing fine post-operatively.